Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced recurrent small bowel obstructions, extensive adhesions, mesh adhered to loop of small bowel, distention, small bowel enteritis, ileus, abdominal pain, nausea, vomiting, pain, mesh migration, and free air in colon. Post-operative patient treatment included lysis of adhesions, laparoscopic to open exploratory surgery for high grade small bowel obstruction with bowel adhered to mesh, admission to hospital, vac applied, and mesh revision surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced inflammation, bulging, recurrent small bowel obstructions, extensive adhesions, mesh adhered to loop of small bowel, distention, small bowel enteritis, ileus, abdominal pain, nausea, vomiting, pain, mesh migration, and free air in colon. Post-operative patient treatment included lysis of adhesions, laparoscopic to open exploratory surgery for high grade small bowel obstruction with bowel adhered to mesh, admission to hospital, vac applied, CT scan, x-rays, medication, and mesh revision surgery. Relevant tests/laboratory data: (B)(6) 2017: CT scan of abdomen showed high-grade distal small bowel obstruction (B)(6) 2017: abdominal x-rays showed persistent findings of small bowel obstruction (B)(6) 2018: CT scan of abdomen/pelvis showed low-grade partial small bowel obstruction which could be secondary to mild stricture at the anastomotic site of small bowel in right mid abdomen (B)(6) 2018: abdominal x-rays showed multiple dilated small bowel loops with a small amount of free air in the colon. Small bowel obstruction could not be excluded CT scan showed mildly distended fluid-filled loops of small bowel may be on basis of ileus or small bowel enteritis without mechanical obstruction. (B)(6) 2019: abdominal CT scan with findings compatible with small bowel obstruction with transition involving distal ileum in the right mid to lower quadrant of abdomen, most likely etiology adhesions (B)(6) 2019: CT of abdomen and pelvis showed persistent mid to distal small bowel obstruction, with mild worsening of markedly dilated small bowel loops containing air-fluid levels, no free air. (B)(6) 2019, (B)(6) 2019: abdominal x-rays showed persistently dilated loops of small bowel in central and left upper quadrant of the abdomen, findings remain concerning for small bowel obstruction. Partial small bowel obstruction or ileus

Manufacturer narrative:
Additional information: additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b2 (hospitalization), b5, b6, b7, d7, d11, g4, h6. H6 patient codes - c64343 (free air in colon). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced recurrent small bowel obstructions, extensive adhesions, mesh adhered to loop of small bowel, distention, small bowel enteritis, ileus, abdominal pain, nausea, vomiting, and free air in colon. Post-operative patient treatment included lysis of adhesions, admission to hospital, vac applied, and mesh revision surgery.

Manufacturer narrative:
Additional information: a4(weight in lbs.). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced recurrent small bowel obstructions secondary to extensive adhesions, mesh adhered to loop of small bowel. Post-operative patient treatment included two surgeries required to perform lysis of adhesions and mesh revision surgery.